Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates the ipg was unable to communicate with external devices due to the patient not charging the ipg as recommended. Surgery did not occur on 25 september 2020; however, is still expected to take place in the future.

Manufacturer narrative:
Correction: b1 - product problem should not have been checked on the initial report. Correction: b5 - ipg inoperable due to user error and surgery has not taken place at this time. Correction: d7 - the device has not been explanted at this time. Correction: h6 - device code should have been 2017 rather than 3283. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional reporting was received stating a surgery occurred to explant and replace the ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery may occur to address the issue.